Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using kit grp a strep 30 test veritor the customer has had an increase of false negative results. They have had an occurrence of at least 5 on (B)(6)2022 but have had more in the previous months. Repeat testing was done by collecting a new patient swab and doing a culture. The culture came back positive for streptococcus bacteria. No patient impact was reported. The following information was provided by the initial reporter: customer inquire if bd has register a tendency of fn results with the 256040 kit. During call customer reported they have had an increase of false negative results with the kit 256040. Customer reports the issue spread to several lots affected but could not provide other then lot#: 2126658. How many test cartridges where affected? At least 5 on (B)(6)2022 but several more showed false negative results since previous months. How did you complete the repeat test? A culture was set from a new swabbing of the patient, culture came positive for streptococcus bacteria.

Event description:
It was reported that while using kit grp a strep 30 test veritor the customer has had an increase of false negative results. They have had an occurrence of at least 5 on (B)(6) 2022 but have had more in the previous months. Repeat testing was done by collecting a new patient swab and doing a culture. The culture came back positive for streptococcus bacteria. No patient impact was reported. The following information was provided by the initial reporter: customer inquire if bd has register a tendency of fn results with the 256040 kit. During call customer reported they have had an increase of false negative results with the kit 256040. Customer reports the issue spread to several lots affected but could not provide other then lot#: 2126658. How many test cartridges where affected? At least 5 on (B)(6) 2022 but several more showed false negative results since previous months. How did you complete the repeat test? A culture was set from a new swabbing of the patient, culture came positive for streptococcus bacteria.

Manufacturer narrative:
H6. Investigation summary: this statement is to summarize the investigation results regarding a complaint that alleges false negative results when using kit grp a strep 30 test veritor (material # 256040), batch number 2126658. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. As per the provided information, it was understood that the customer has had an increase of false negative results with the kit 256040, the issue spread to several lots affected but they could not provide other than the lot#: 2126658. A culture was set from a new swabbing of the patient, culture came positive for streptococcus bacteria. While inquiring it was identified that the customer was using the copan transystem swabs. Bd representative advised the customer to use the swabs listed on the pi of the product. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. Results were acceptable and no relevant issues were identified. No physical samples were received; therefore, no return sample analysis could be performed. However, customer sent photograph of open box of kit grp a strep 30 test veritor, but the reported issue was unable to be confirmed based on the photograph. This complaint was unable to be confirmed. The root cause could not be identified. Currently no adverse trend for false negative was identified. Bd quality will continue to closely monitor for trends.